Event description:
It was reported by the physician that the patient had died on (B) (6) 2010. The patient continued to have daily seizure. Patient was taken to the hospital and confirmed dead a few hours later. Autopsy determined to be a definite sudep. Autopsy report or death certificate was not available to manufacturer. It was stated by the physician that the relationship between vns and cause of death unknown. Device was not explanted and therefore not available for analysis. Follow up with the physician revealed that patient's seizures were never improved by medication or vns. All those seizures were not related to epilepsy. Some of them were pseudo seizures due to a very high level of anxiety. Patient suffered from psychiatric problems linked to her very complicated and difficult youth. The cause of death is unknown at this time.